Manufacturer narrative:
Lot review: a two (2) year review of the complaint database for this list/similar problem did not record additional reports and investigations.

Event description:
Complaint rec'd regarding one (1) nc100, neutron; lot# unknown. The report states, nurse complaint of leakage of administration fluid from the needle free connector. Appeared around the proximal part of the neutron connector where it attaches to the huber needle. Unprotected chemo exposure was reported. No adverse patient consequences reported.

Manufacturer narrative:
Lot review: a review of the complaint database for this list/similar problem did record additional reports and investigations. A review of those investigations where devices were returned recorded mixed results, including no defect found; usage; cannot determine and mfg./ design. Visual analysis: three used nc100 neutron were returned connected at the female end to 10ml luer lock syringes and at the male end to the female luer of huber needle sets. (Syringe -- neutron -- huber needle). Each of the assemblies noted above were tested as returned by drawing water through the huber needle set, neutron, and into the barrel of the syringe. The distal clamp was set on the huber needle set and then the syringe plunger depressed to pressurize the fluid path and identify any leakage. None was observed. The neutron was removed from the huber needle set and hydrostatically pressure leak tested. No leakage was observed with any of the neutron connectors. The male luers were measured with iso standard gauges and found to be within iso design guidelines. The female luers of the huber needle set were measured with an iso standard gauge (and found to fail (large) iso design guidelines. Functional testing: three used nc100 neutron were returned connected at the female end to 10ml luer lock syringes and at the male end to the female luer of huber needle sets. (Syringe -- neutron -- huber needle). Each of the assemblies noted above were tested as returned by drawing water through the huber needle set, neutron, and into the barrel of the syringe. The distal clamp was set on the huber needle set and then the syringe plunger depressed to pressurize the fluid path and identify any leakage. None was observed. The neutron was removed from the huber needle set and hydrotatically pressure leak tested. No leakage was observed with any of the neutron connectors. The male luers were measured with iso standard gauges and found to be within iso design guidelines. The female luers of the huber needle set were measured with an iso standard gauge (and found to fail (large) iso design guidelines. Final analysis summary: the complaint of nc100 neutron leakage was unable to be confirmed. The nc100 neutron met pressure leak performance expectations and was compliant with iso male luer design standards. The mating device huber needle female luer was measured and found to be noncompliant with iso design standards and is the likely cause of any reported leakage with the neutron. ICU medical will continue to monitor and trend.

Event description:
Complaint rec'd regarding one (1) nc100, neutron; lot# unknown. The report states, nurse complaint of leakage of administration fluid from the needle free connector. Appeared around the proximal part of the neutron connector where it attaches to the huber needle. Unprotected chemo exposure was reported. No adverse patient consequences reported.